Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to rupture on the right cylinder. The cylinders and pump were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to rupture on the right cylinder. The cylinders and pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the outer tube and broken fabric threads from wear in the middle of the cylinder. The first cylinder had wear at fold in the proximal end of the cylinder. The first cylinder had a bulge in the middle of the cylinder when inflated with syringe. Second cylinder had wear at fold in the proximal end and distal end of the cylinder. Second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed the leakage test. The pump failed the activation test. Based on the information available and analysis results, the reason for the hole/perforation was most likely determined to be a hole and broken fabric threads from wear and a bulge from the functional test performed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.